Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain due to slight migration of the subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently a revision procedure was performed where the device was moved to an intermuscular position. The s-ICD remains in service and no adverse patient effects were reported.